Manufacturer narrative:
We received one 12tlw806f embolectomy catheter without the packaging for examination. The reported event of "balloon broke" was confirmed. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be torn circumferentially at both the distal and proximal windings. The torn latex was not returned. Both the distal and proximal windings were found to be in good condition and there is latex still under both windings. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The product IFU states that this condition may occur if a pull force of 2.5 lbs. On the inflated balloon has been exceeded. Also stated in the product IFU: the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. The instructions for use for the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon broke during inflation. There were no patient complications reported.